Event description:
X-ray exam ordered for patient. When patient information was pulled up on the main screen of the carestream drx-revolution nano mobile x-ray system, the device pulled up a different patients information on the tube screen. When this device malfunction occurs, if the tech does not catch the issue, the x-ray shows two different names (one correct, one incorrect), and the images will go under the incorrect patient. In this incidence, the error was caught. The machine was not used for this exam. Portable x-ray machine, drx revolution - software version 10.0.14393.